Event description:
It was reported that the distractor did not fit well into the blue end plate and now the patient has come back with the distractor fallen out of her mouth. Surgeon removed the blocking screw. No further information was provided.

Manufacturer narrative:
Device was used for treatment. Device is not distributed in the united states, but is similar to device marketed in the USA. The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed.